Event description:
Emc was notified of a battery depletion on (B)(6) 2022. The battery was found to be at 2.14v, reflecting a depleted battery. The battery life was found to be 2.77 years (1,011 days). The minimum stated battery life of the eii sp is 2.8 years (1,023 days). The device's manufacturing records were reviewed and no issues related to this event were found. Patient usage is a possible factors to consider, as the patient's hearing is steadily declining and the previous device depletetion was quicker than average (however, within acceptable timeframe). Patient/clinical history with emc: (B)(6) 2012 implant, (B)(6) 2012 activation, (B)(6) 2012 fitting, (B)(6) 2013 fitting, (B)(6) 2013 fitting, (B)(6) 2015 fitting and remote support note, (B)(6) 2015 fitting, (B)(6) 2016 battery change, (B)(6) 2017 fitting, (B)(6) 2019 battery change, (B)(6) 2020 fitting audio and note, (B)(6) 2021 fitting note and audio, and (B)(6) 2022 battery check - depleted battery confirmed by audiologist.

Manufacturer narrative:
Test results from device manufacturing were reviewed. Sound processor sn (B)(4)passed all functional testing in production. A DHR review revealed that the device met all specifications and there were no manufacturing issues. The battery was confirmed to be depleted at the latest battery check.